Event description:
It was reported that during a da vinci surgical procedure, the customer reported that 'the top of the instrument is completely torn' on the mega suture maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the main tube was found to be torn by the proximal clevis area and with some missing shed away. Failure analysis concluded that the damage was likely due to mishandling. Additional observation not reported by the site was broken conductor wire. One conductor wire was found to be broken at the yaw pulley exit. The wire had detached from its connection at the grip. Instrument failed electrical continuity test. Additional observations not reported by the site were frayed grip cable at the distal idler pulley. A frayed strand was sticking out at the wrist. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and visible scratch marks on the pulley's surface. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, if the torn main tube and/or the broken cable found during failure analysis if to reoccur could cause or contribute to an adverse event.